Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power up past the splash screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) was confirmed. Upon investigation the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a corrupted sd card. The root cause of the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The pt received a replacement monitor.